Event description:
A home pt reported feeling overfilled during therapy on a homechoice device in 2007. During eval of the pt's homechoice device, a baxter tech identified an add'l potential overfill situation. During cycle 3 of therapy on four days earlier, the pt had an ultrafiltration of 1212ml, indicating that the pt drained 1212ml more than the fill volume. The pt's fill volume was 2500ml. A follow up call was placed to the home pt's nurse. The nurse had no further info regarding potential cause of the overfill. The nurse stated that the customer has had no further issues of this nature since the initial report.

Manufacturer narrative:
The pt's homechoice device as received and evaluated. Three simulated pt therapies were performed using the pt's therapy settings. During these tests, no problems were encountered. The device was then tested for volumetric accuracy. The fluid volume delivered to and removed from the simulated pt for each exchange during this eval was within design specifications. Software was then used to monitor the device's pneumatic sys. No problems were revealed and all pressures were correct and stable. The cover was opened and an internal inspection performed, no problems were revealed during this inspection and all connections were correct and secure. A review of the device service history revealed no past trends. The event log and alarm logs were downloaded. The event log contained data for six days in event month, and recorded no device related anomalies. The therapy log recorded data from that month and showed that the last 6 therapies all had positive total ultrafiltrations. The log shows that the last therapy was aborted and that there were no bypasses performed during the last 6 therapies and a manual drain was performed during the last therapy. The eval did not confirm any failure or malfunction of the device that would have caused or contributed to the reported difficulty. The probable cause of the overfill was insufficient drain, multiple cycles advance to fill when slow, and no flow occurred above the minimum drain volume threshold.